Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screwdriver confirmed that the blue handle cracked. Also noted multiple scratches on the handle indicative of use.the device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: (B)(4), cephalomedullary connecting bolt inserter, (B)(4). (B)(4), cephalomedullary connecting bolt inserter, (B)(4). (B)(4), cephalomedullary connecting bolt inserter, (B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01128, 0001822565 - 2018 - 01129, 0001822565 - 2018 - 01130.

Event description:
It was reported that the handle of the inserter was cracked. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.